Event description:
It was reported that during unpackaging of the 4x60 xpert stent delivery system, the stent was found to be partially deployed. The device was not used and there was no patient involvement. Another unspecified stent delivery system was used successfully. There was no reported significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Device evaluation: the stent implant was stationary on the shaft and was partially deployed 1 millimeter over the distal marker. A conclusive cause for the premature deployment could not be determined. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.